Manufacturer narrative:
(B)(4). Batch #: r94w3a. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the hp054 device was returned with no apparent damage. It was connected to a generator, evaluated with a test instrument and the hand activation feature was non functional. However, it worked properly with foot switch assembly. The instrument was disassembled to perform an internal electrical test that revealed a hand activation open circuit condition at the cable level, affecting the functionality of the handpiece. In addition, the moisture indicator was positive. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event. It is probable that the ingress of moisture affected handpiece functionality. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that right at the beginning of one anastomosis gastric bypass surgery when the doctor started working with the harmonic ace+7 to separate adhesions, the generator showed a malfunction message repeatedly over and over again. The alert was - relax device jaw. After several attempts to disconnect and connect the device to the generator and disconnect the cable from the device, the end unit was replaced with the harmonic hd and the surgery continued. At the end of the operation, a test was performed with an additional grey cable and the end unit (harmonic 7) worked properly. The faulty cable has been tested with different harmonic ace+7 unit and another generator and the same alert relax jaw has still been shown on the generator. This had no effect on the surgical procedure. The operation was delayed for 10 minutes and after the replacement of the device the surgery continued and ended successfully without complications. There were no patient consequences.